Event description:
It was reported that a patient had a sling procedure on (B)(6) 2010. The patient has had left-sided groin and hip pain as well as a sense of bladder fullness since her surgery. The patient has contacted her physician for follow-up, but has not received a return call. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) (urinary retention). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.